Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and transmitter. The customer no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked and bent reservoir retainer ring, dog chew marks around the reservoir tube lip, crack in the battery tube threads, crack in the case on the battery tube side, scratched case. The pump was received with a battery cap. The battery cap contact was missing. The pump passed the self test. The pump was programmed with a test guardian link 2 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms the following communications related alerts/alarms around the event date: 790=cannot find sensor signal 1 occurred on 05/11/24 @ 15:44:00; 791=cannot find sensor signal 2 occurred 05/11/24 @ 15:47:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of loss of communication was not confirmed during testing. The pump does not meet specs due to the missing battery cap contact. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.